Event description:
The customer reported that her AED 10 training device has a ruptured battery cell. No pt involvement - a training device does not contain defibrillation circuitry.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.